Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed far r-wave oversensing on the atrial lead resulting in inappropriate mode switch episodes. Programming changes were performed to resolve the issue. The patient was stable before, during, and after the changes.